Event description:
Healthcare professional reported "rupture" and "textured to smooth exchange." Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b6, d1, d2, d4, g4, h4, h6.

Event description:
Healthcare professional reported "rupture" and "textured to smooth exchange." Record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 zip code - (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
Device has been explanted and replaced.